Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not connected to a patient. The most probable root cause was determined to be a user error due to some lack of maintenance from the end user versus the instructions in the operator manual. In consequence several components were replaced or repositioned. A preventive maintenance of the device was conducted. No further issues occurred after this step. There was no patient or user harm as the device could not start at all. Nevertheless, this complaint is deemed to be reportable when the issue recurs (the device would be needed as alternative device but could not start which would request a third device or the device may start but one of the affected defective components would lead to an alarm or tf).

Event description:
Raphael arrived w/o turning on. Eeprom was out of place. Bad o2 inlet valve, bad batteries, bad power switch, dirty filters.